Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the right atrial lead dislodged. The lead was explanted and replaced. There were no patient consequences.